Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® sf nav bi-directional catheter and a packaging issue occurred. On 12/13/2018, the bwi product analysis lab (pal) received the device for evaluation. The investigational analysis completed on 1/10/2019. The device was visually inspected and it was found in good condition. The packaging was not returned. No analysis was performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacture ref no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® sf nav bi-directional catheter and a packaging issue occurred. The area where the package seals did not look completely sealed. The thermocool® sf nav bi-directional catheter was pulled out of the box and inspected and the physician didn't feel comfortable using it. Packaging was completely opened but the catheter was never used. No adverse patient consequences were reported. The packaging issue has been assessed as MDR reportable.